Event description:
The customer reported that the unit has error code message of data acquisition (da) pcba adc reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Corrected.

Event description:
The customer reported that the unit has error code message of data acquisition (da) pcba adc reference failed. The customer stated that unit went vent inoperative and was noticed by the staff. Patient involvement is unknown and no additional details are available.